Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio found that the device would not remain powered on. The analog pcb assembly was evaluated further and it was observed that filter, designator fl9, had excess leakage current that depleted the hybrid layer capacitor (hlc) batteries. The excess leakage current was determined to be due to process residue. The customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would not remain powered on long enough to charge and shock and would unexpectedly power off while in use.